Event description:
It was reported that the external pulse generator had physical damage: screws, bails, rings and the battery drawer missing and that the case was damaged. The generator was returned for repair. It was indicated that this was found during preventative maintenance and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, the ring and side bail covers were missing, the ring and side bails were missing, three case screws were missing and the battery drawer was broken. It was also noted that the battery contacts were compressed, the keyboard was scratched and the main printed circuit board (pcb) was out of specification. (B)(4).

Event description:
It was reported that the external pulse generator had physical damage: screws, bails, rings and the battery drawer missing and that the case was damaged. The generator was returned for repair. It was indicated that this was found during preventative maintenance and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).